Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that hundreds of high ventricular rate episodes was observed on the right ventricular lead, which was caused by high amplitude noise. There was no significant change in sensing, impedance, or threshold. The lead was capped and replaced on (B)(6) 2019. Patient's condition was stable.